Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the varicocele embolization procedure, the physician felt resistance at the distal part of the catheter. The embolization coil needed extra force to advance; therefore, the user retracted the coil and noted a kink at the connection to the delivery wire. Another device was used to complete the procedure successfully. Furthermore, it was noted that the proximal end of the coil was stretched and stuck in the loading cartridge.